Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: representative samples of product code w8310, lot # pbj883 were returned for analysis. During the visual inspection of nine unopened samples, no defects were found on the packages. The samples were opened, and each packet contains four strands double armed. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle pull off was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that a patient underwent a cholangiogastrostomy procedure on (B)(6) 2019 and suture was used. The problem of pulling off suture needle happened during the surgery. Changed another one to complete the surgery. There was no adverse patient consequence reported.